Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was getting maximized on medication for potential explant of the pump. When the pt was admitted for right heart catheterization (rhc), the pt complained of being slightly short of breath (sob) and lactate dehydrogenase (ldh) was slightly elevated to 1500. The pt's rhc was normal. An (B)(6) registry report was submitted to the MFR which indicated that pump thrombus was the cause for pump explant.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.